Event description:
It was reported that the touchscreen was unresponsive. Customer's blood glucose level was not impacted. It was confirmed that the customer has manual injections available as alternate insulin therapy.